Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the active blade broke off and fell into the patient. The piece was retrieved. The case was completed with no patient consequence.